Manufacturer narrative:
Event description suggests the target device as primary product. No associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the target device had been in use for a long time (manufactured in 2001) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without any problems reported. A pre-surgical check performed revealed that function of the target device returned is fully given. A sample drill passed all corresponding (proximal) drill holes in the nail with no contacts. According to test report no. (B)(4) the target device had been tested regarding transmissible torsional moment, flexural load and dynamical load test of the clamping arm, which were all passed without any damages on the device. Most likely the target device was pre-damaged due to too hot sterilization process or aging due to long term usage (13 years). The brochure instructions for cleaning, sterilization, inspection and maintenance shows several examples of damages and recommends removing of such damaged products.

Event description:
It is reported by the purchasing dep. Of the hospital, that the device broke. New information: during procedure the surgeon noticed that the clamping lip of the article was torn. Replacement was available. There were no surgical delay or patient harm. The op has been successfully completed.

Event description:
It is reported by the purchasing dep. Of the hospital, that the device broke. New information: during procedure the surgeon noticed that the clamping lip of the article was torn. Replacement was available. There were no surgical delay or patient harm. The op has been successfully completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.